Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e2006 captures the reportable event of erosion. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2301 captures the reportable event of additional device used to address the patient complication. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. On (B)(6) 2024, the patient presented to the emergency department with rectal bleeding. The patient experienced four episodes of black tarry stool starting the night before, with chronic periumbilical abdominal pain, nausea and vomiting, and bright red blood in the emesis. Esophagogastroduodenoscopy procedure was performed, and it was noted that the patient had a large ulcer distal to the gastrojejunostomy anastomosis, which was suspected to be bleeding due to irritation from the patient's axios stent. The ulcer was treated with clips, epinephrine, and cauterization, leading to successful hemostasis. Erosion was also found in the afferent limb, which was treated with a clip. The axios stent was successfully removed and the patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed for an esophagogastroduodenoscopy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to the jejunum.